Event description:
It was reported that the patient experienced new leg pain following an indirect decompression spacer implant procedure. Therefore, the patient underwent a spacer explant procedure at the l3-4 lumbar vertebrae and has recovered postoperatively. There were no notable findings during the procedure. The device was disposed of by the medical facility and will not be returned.